Event description:
In july 2004, integra lifesciences corporation was notified that a pt had sustained a scalp laceration during the use of a mayfield skull clamp. The skull clamp used was previously returned to integra lifesciences corporation in may, 2004 due to the skull clamp not holding, with no reference to a pt injury. Integra lifesciences corp requested further detailed information regarding this incident.